Event description:
Generator analysis was completed. The product analysis lab confirmed that the generator was at ifi (intensified follow-up indicator)=yes condition. A visual assessment on the pcba, performed at the product analysis test bench, showed contaminates on the trimmed edge of the pcba (tab removed). No other visual anomalies were identified. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation, and may have been the contributing factor for the reported allegations of premature end of life. There were no other performance of any other type of adverse events found with the pulse generator.

Event description:
Review of the programming history for the device confirmed that the device prematurely depleted.

Event description:
Explanted generator was received by product analysis. Product analysis has not been completed to date.

Event description:
Patient underwent generator replacement due to low battery. On the day of device replacement, the patient was complaining that her device only lasted 2 years and was told that it would last 5-8 years. A physician's assessment of the battery depletion has not been received to date. The explanted device has not been received for analysis to date. Device design history records were reviewed and indicate that the device may have been laser routed. Programming history data was reviewed for the device. No diagnostic information was available. No programming anomalies were observed that would suggest malfunction. No other relevant information has been received to date.